Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed that the joint weld between the tip and shaft broke off allowing the tip to detach from the shaft. The turned down distal shaft boss that fits into counterbored tip is broken. Welding material was observed on device. The complainant's event is most likely caused by pushing the device into the bone instead of alongside of it and/or by leveraging/prying the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected, not yet returned.

Event description:
It was reported that when the surgeon was harvesting the tendon, the tip of the device broke off. The broken tip was removed by making another small incision so that the tip could be fully retrieved. This extra incision was used later in the case. The tendon had been exposed as needed, a knife was then used to complete the tendon harvesting. The case was completed successfully without any additional reported issues. The procedure was an acl reconstruction.